Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The switched common gas outlet was replaced. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed 'no fresh gas flow'. There was no report of patient involvement.